Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported events involve a large automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. For one of the events, a field representative went onsite to evaluate the device and did not identify a specific root cause. Two of the events occurred outside of the united states and information regarding a field representative visit was not provided. Further investigation by the manufacturer did not identify a specific root cause for the event. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>3</noe> malfunction events where erroneous results were generated by the e module. The first event involved an erroneous result for ca 19-9 for one patient. The patient's age, weight, and gender were requested, but were not provided. The second event involved an erroneous result for free thyroxine (ft4) for one patient. The patient's age, weight, and gender were requested, but were not provided. The third event involved an erroneous result for intact human chorionic gonadotropin + the b-subunit (hcg+b) for each of two patients. The patients were (B)(6) and were both female. The patient's weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.